Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had diminished sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.